Manufacturer narrative:
Correction: the product code listed in the initial report was 1261.20g, but it should have been 1261.203a. The customer initially reported the catheter involved is 1261.20g but upon receipt of the packaged sample and additional information received from the customer it was 1261.203a. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter and the sealing paper as the faulty sample. Attached to the catheter was a non-vygon germany connector and a bd 10 ml syringe. The attempt to flush the catheter with water was successful and no leakage could be detected, even when increasing the pressure by clamping the catheter tip. Flushing the catheter with air while it was inserted into water also revealed no leakage. Microscopic examination of the catheter tube revealed no damage, only dried solutions or residues. As a result, the cause of the complaint could not be determined, and the complaint is therefore not confirmed. A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. Corrective action: the investigation indicates that the catheter shows no signs of leakage or damage. As a result, quality management has not initiated any further corrective actions at this time.

Event description:
A 20cm PICC line was inserted into the left arm of the baby at a depth of 12cm. PICC noted to be leaking once the PICC line had been dressed. Outcome: PICC line had to be removed, and a piv was inserted instead. Unnecessary pain to the baby, delayed in IV infusions to be restarted as writer had to remove PICC line and place a piv.

Manufacturer narrative:
Upon receipt of the device to vygon, it will be evaluated as part of the complaint investigation. The results of the investigation will be communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
A 20cm PICC line was inserted into the left arm of the baby at a depth of 12cm. PICC noted to be leaking once the PICC line had been dressed. Outcome: PICC line had to be removed, and a piv was inserted instead. Unnecessary pain to the baby, delayed in IV infusions to be restarted as writer had to remove PICC line and place a piv.